Manufacturer narrative:
Device received with blank display due to corroded battery tube. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip. Unable to perform functional test due to blank display anomaly. (B)(4).

Event description:
Customer reported via phone call that the device had a crack on the battery compartment. Customer's blood glucose was unknown. Customer mentioned the battery kept falling out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.